Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose. The customer reverted to a backup therapy of multiple daily injections (mdi) to ensure continuous insulin delivery.